Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) went into a coma and expired. The device delivered one 31 joule shock that did not convert the patient. Stored electrograms showed intermittent undersensing of very fine v fib. The device was programmed to nominal, but even if programmed to most, it may still have undersensed this patient's rhythm. It was also reported by the guidant representative that the patient's r-wave measurements were decreasing, perhaps caused by a change in the patient's physiologic condition. The patient had been experiencing frequent arrhythmias.